Event description:
At 2:15 delegated patient to be watched and monitored by sitter while rn went on break. Sitter entered room at 3:05, patient sleeping, iabp pumping. Upon rn entering pt room @ 3:15, pt still sleeping, iabp was not pumping. Immediately checked all connections, electrode connections, helium tubing, and pressure line connections showing everything in correct order and connected. Sitter was unaware of alarm notification and was next to patient room during the 10 minute span between her leaving and rn entering. Md notified and at bedside. Pt vital signs stable (vss) at the time, pt became anxious regarding iabp not functioning. Pt was on heparin drops (gtt) and that was shut off at 3:20. At 4:00 pt became more anxious, complaining of (c/o) shortness of breath (sob), spo2 85% on 3 liters nasal cannula (lnc). Increased to 6lnc with spo2 85-86%. Lung sounds (ls) significant for crackles; placed on 100% face mask (fm), 80mg IV lasix. 4:20 iabp pulled by md, held pressure. 4:45 pt became nauseated and vomited, bp 60s/40s, nitroglycerin gtt stopped. Md at bedside. Dopamine gtt started @ 20mck/kg/min. Bp increased to 80s/40s, hr increased to 160s significant for svt. Dopamine shut off. Hr decreased to 110s, bp 100s/80s. Cath lab team activated. Pt transferred to cath lab suite 2 @ 5:15 for new iabp insertion via rn and md with vss.